Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the cartridge. Customer did not provide further information. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support.